Event description:
The customer reported two different error code messages. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service engineer replaced the di pc board, side covers and flat cable. He performed the loose screw modification and changed the ac adapter. He also performed the calibration and self tests, and all functions met specs. Remedial action info provided. Equipment was repaired to correct issues with loose screws and damaged circuit boards. (B)(4).